Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon was using the enseal and the jaw would not open after the device was used to cut and seal along the greater curvature of the stomach. The device's jaws were sticking and would not open. The surgeon states that the upper jaw came apart from the rest of the device. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all mechanical and functional testing could be performed. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.